Manufacturer narrative:
Date of event - date of event was approximated to (B)(6) 2019 as no event date was reported. (B)(6). (B)(4). The complainant indicated that the device will not be returned for evaluation, therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima plus biliary stent was used during an endoscopic biliary stenting procedure in the distal bile duct. The exact event and procedure date were not reported nor the implanted ad explanted date. According to the complainant, a few days following placement in the bile duct, the plastic stent had migrated. The migrated stent was removed with a snare. The procedure was completed with another flexima plus biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.